Event description:
It was reported that this patient was at a waste incinerator facility and received three shocks from this subcutaneous implantable cardioverter defibrillator (s-ICD) system. They subsequently went to the emergency room, where it was determined that the shocks were inappropriately delivered due to oversensed myopotential noise from the exertion, as well as electromagnetic interference. Following this event, the patient was concerned and contacted boston scientific technical services for a medical condition discussion. The patient was referred back to their monitoring healthcare facility. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.